Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding/clotting") and cholelithiasis ("gastrointestinal or digestive system condition type:gallstones") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included morbid obesity. Concurrent conditions included cyst, penicillin allergy and penicillin allergy. Concomitant products included bupropion, ibuprofen, lisinopril, nuvaring (nuva), omeprazole and tramadol. In 2009, the patient experienced cholelithiasis (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome(ibs)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), post-traumatic stress disorder ("psychiatric problems condition: ptsd"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), vaginal cyst ("rashes or skin conditions type: vaginal cysts"), urinary incontinence ("bladder or urinary problem or changes: incontinence"), amnesia ("neurological conditions or problems type: short term memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain / loss specify which one: weight gain"), fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"), sleep paralysis ("sleep paralysis"), hyperhidrosis ("extreme sweating") and back pain ("low back pain"). The patient was treated with surgery (salpingectomy, hysterectomy and lysis of adhesion) and surgery (gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cholelithiasis, fatigue, mood swings, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, depression, anxiety, rash, vaginal cyst, urinary incontinence, amnesia, dysmenorrhoea, weight increased, irritable bowel syndrome, fibromyalgia, sleep paralysis, hyperhidrosis and back pain outcome was unknown. The reporter considered amnesia, anxiety, back pain, cholelithiasis, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hyperhidrosis, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, post-traumatic stress disorder, rash, sleep paralysis, urinary incontinence, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients/medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received. Her demographic was added. Following the event: hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, psychiatric problems condition: ptsd, depression, anxiety, rash, vaginal cysts, bladder problem, urinary tract disorder, neurological conditions or problems type: short term memory loss, dysmenorrhea (cramping), surgery (other) type of surgery: gall bladder removal, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type:gallstones, irritable bowel syndrome(ibs), other injury(ies) or complication (s) please describe: fibromyalgia, sleep paralysis, extreme sweating, low back pain,did you undergo an essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding/clotting") and cholelithiasis ("gastrointestinal or digestive system condition type:gallstones") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included morbid obesity. Concurrent conditions included paratubal cyst, penicillin allergy and penicillin allergy. Concomitant products included bupropion, ibuprofen, lisinopril, nuvaring (nuva), omeprazole and tramadol. In 2009, the patient experienced cholelithiasis (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome(ibs)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("low back pain/ lower back pain"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), post-traumatic stress disorder ("psychiatric problems condition: ptsd"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), vaginal cyst ("rashes or skin conditions type: vaginal cysts"), urinary incontinence ("bladder or urinary problem or changes: incontinence"), amnesia ("neurological conditions or problems type: short term memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"), sleep paralysis ("sleep paralysis"), hyperhidrosis ("extreme sweating"), abdominal distension ("bloating") and weight fluctuation ("weight has always fluctuated") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ weight gained more after implants and unable to lose it"). The patient was treated with surgery (salpingectomy, hysterectomy and lysis of adhesion and gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cholelithiasis, fatigue, mood swings, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, depression, anxiety, rash, vaginal cyst, urinary incontinence, amnesia, dysmenorrhoea, irritable bowel syndrome, fibromyalgia, sleep paralysis, hyperhidrosis, back pain, abdominal distension and weight fluctuation outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, amnesia, anxiety, back pain, cholelithiasis, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hyperhidrosis, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, post-traumatic stress disorder, rash, sleep paralysis, urinary incontinence, vaginal cyst, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients/medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received. Event added: weight has always fluctuated. Outcome of event weight gain was updated from unknown to not recovered/ not resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding/clotting") and cholelithiasis ("gastrointestinal or digestive system condition type:gallstones") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included morbid obesity. Concurrent conditions included paratubal cyst, penicillin allergy and penicillin allergy. Concomitant products included bupropion, ibuprofen, lisinopril, nuvaring (nuva), omeprazole and tramadol. In 2009, the patient experienced cholelithiasis (seriousness criterion medically significant) and irritable bowel syndrome ("irritable bowel syndrome(ibs)"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), post-traumatic stress disorder ("psychiatric problems condition: ptsd"), depression ("depression"), anxiety ("anxiety"), rash ("rash"), vaginal cyst ("rashes or skin conditions type: vaginal cysts"), urinary incontinence ("bladder or urinary problem or changes: incontinence"), amnesia ("neurological conditions or problems type: short term memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain / loss specify which one: weight gain"), fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"), sleep paralysis ("sleep paralysis"), hyperhidrosis ("extreme sweating"), back pain ("low back pain") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy, hysterectomy and lysis of adhesion) and surgery (gall bladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cholelithiasis, fatigue, mood swings, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, depression, anxiety, rash, vaginal cyst, urinary incontinence, amnesia, dysmenorrhoea, weight increased, irritable bowel syndrome, fibromyalgia, sleep paralysis, hyperhidrosis, back pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, amnesia, anxiety, back pain, cholelithiasis, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hyperhidrosis, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, post-traumatic stress disorder, rash, sleep paralysis, urinary incontinence, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. Concerning the injuries reported in this case the following one/ones were described in patients/medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received: bloating event was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding/clotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.